Event description:
Angio-seal device was deployed without complication. The pt presented to the hosp one week later with an infection at the right femoral arteriotomy site. The pt was transferred to the operating room where the site was debrided. Pt was obese which likely aided in the infection due to poor hygiene. The physician was not certified to deploy the sts plus device at the time of the event.